Manufacturer narrative:
The check of dhrs of the involved lot number 2211436 did not highlight any pre-existing anomalies on the items manufactured with this lot number. This is the first and only complaint received on this lot number. A final report will be submitted after the investigation is completed.

Event description:
On (B)(6) 2025 revision of knee prothesis due to sintering of physica tt fix. Tibial tray #5 (product code: 6521.14.050, lot: 2211436 - ster: (B)(4). During revision the total primary knee has been changed to a rotating hinged knee. Previous surgery was performed on (B)(6) 2023. During one year-control only minor radiologic signs of sintering showed up. Increasing sintering within the second year of post-op. Patient did not report any trauma. Product codes and lot numbers of the other devices implanted on the first surgery on 2023: physica tt fix. Tibial tray #5 (product code: 6521.14.050, lot: 2211436 - ster: (B)(4), ps femoral component #5 left (product code: 6515.10.550, lot: 2222424 - ster: (B)(4), physica ps tibial liner #5 (product code: 6535.50.511, lot: 22bc069 - ster: (B)(4), physica ps - femoral peg (product code: 6515.09.900, lot: 2313310 - ster: (B)(4). Patient: female, 75 years old, approximate height 1.65(m), approximate weight 58 (kg), active level, no smoking. Event occurred in austria.